Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the display was found to be a blank screen. The lcd display would need to be replaced to address the issue. No repair performed, device to be scrapped. Additionally, during evaluation, the device was found to have missing/displaced rubber feet and the handle was found to be cracked. No repairs performed, device to be scrapped. These findings are not related to the reportable malfunction/issue of the display.